Event description:
The following was reported to davol: it was reported that the patient was implanted with a composix ex mesh for ventral hernia repair on (B)(6) 2005. It was reported that following surgery the patient began suppurating (discharge) chronically. On (B)(6) 2014, the patient underwent abdominal abscess debridement surgery and the composix ex mesh was removed.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No medical records have been provided. No lot number has been provided, therefore a review of the manufacturing records could not be conducted. Reportedly, the explanted device is being returned for evaluation. At this time we have not received the device, when/if we do a supplemental MDR will be submitted.